Event description:
It was reported that the patient has an infectious disease. The intra-aortic balloon (iab) was prepped and the md inserted the sheath. The md was unable to insert the iab through the sheath. As a result, the iab and sheath were removed as one unit. The md used another manufacturer iab to complete the insertion with success.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.